Manufacturer narrative:
D3. Manufacturing plant city was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient's mother that the pump alarmed 1260, 1261, 1210 when first putting in batteries immediately on use. There was a patient involvement but no reported harm.